Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a water cooling malfunction issue. Per review of wo on (B)(6)2025, there was no patient involvement. Per follow up information received via task on (B)(6)2025, device was repaired at the customer's site. The symptom of the water not being cold was confirmed. Since t4 was normal, it was confirmed to be a mixing pump assembly problem. Repairs were completed by replacing the pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Alert 113 (reduced water temperature control) seen in event log. The water temperature of t4 was around 4 to 6 degrees celsius. But the water temperature of t1 was not cold. Mixing pump was defective. Replaced mixing pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a water-cooling malfunction issue. Per review of wo on (B)(6) 2025, there was no patient involvement. Per follow up information received via task on (B)(6) 2025, device was repaired at the customer's site. The symptom of the water not being cold was confirmed. Since t4 was normal, it was confirmed to be a mixing pump assembly problem. Repairs were completed by replacing the pump.